Manufacturer narrative:
Patient identifier: (B)(6) . This issue was previously reported under MDR number 3002809144-2021-00384 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed calcium result for a patient when using the architect c16000 processing module. The following data was provided 09jun2021: sid (B)(6) = initial result = 0.71 mmol/l, repeat = 2.40 mmol/l (c4 analyzer), repeat on another analyzer in the lab (c3 analyzer) = 2.34 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
The customer inspected the architect c16000 processing module and determined the mixer list # 09d59-03 to be the likely cause. The customer replaced the mixer. Part replacement resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for c1601197, as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The trending review determined no trends identified for the mixer list # 09d59-03 and the architect c1601197. The device history record determined no non-conformances or deviations were identified for both the part and the analyzer related to the issue. Labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no systemic issue or deficiency was identified.